Manufacturer narrative:
(B)(4). Date sent: 2/16/2024. D4: batch # investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with the anvil bent upwards and with a gst60b reload loaded on the device. The reload was received partially fired 2/3 with some b-formed staples on the reload deck. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. No functional test was performed due to the condition. The device opened without any difficulties noted. The partially fired is consistent with an incomplete or interrupted cycle. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information.   As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch number 180c94, and no non-conformances related to the reported complaint condition were identified. Additional information was requested and the following was obtained: device confirmed to be a plee60a.

Manufacturer narrative:
(B)(4). Date sent: 1/10/2024. D4: batch # unk. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a minimally invasive esophagectomy, the first stapler fired but wouldn't open. They had to manually crank to open jaws after override/home button didn't work. The second stapler wouldn't close with reload in it. Device was not used and was set to the side. For the enseal device they stated a small piece of metal came off the tip. There was a delay during procedure. Procedure was completed with a new device with no patient harm.